Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1219611-2026-00001. The date of that submission was 26-feb-2026 device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was spontaneous bleeding that occurred upon intravenous (IV) insertion. Reporter had the concern brought forward by multiple staff members and was able to observe an insertion where spontaneous bleeding occurred. There was patient involvement and no harm reported.